Event description:
It was reported that the device could not be interrogated. No output was noted. The device was at elective replacement indicator and was explanted. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Additional analysis found a high current drain. The high current drain condition was found to be due to a solder bridge between two adjacent solder bumps on the integrated circuit.